Event description:
Healthcare professional reported, "wound, implant exposed". This record is for a left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehiscence, exposure are physiological complication. Sand analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence, exposure.